Manufacturer narrative:
Additional information was received on 17-nov-2021. It was reported that in the physician¿s opinion, the cause of death was cardiogenic shock following periprocedural pericardial tamponade. Immediately after withdrawal of catheters from the patient, blood pressure dropped. Echography showed pericardial effusion with criteria for tamponade. High doses of norepinephrine were administered; however, patient quickly went into cardiac arrest. Pericardial puncture was performed during CPR, with extraction of >300 ml blood from the pericardial space. Patient was resuscitated after approximately 15 minutes and was transferred to the ICU. Pericardial drain was left in place and no more fluid was visible on echo after 1 hour. However, due to left ventricular ejection fraction (lvef) of 20% and post resuscitation, (documented before ablation), patient developed cardiogenic shock and later died in the ICU. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ¿ left ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) and cardiac arrest, which required pericardiocentesis and resuscitation. The patient expired. The adverse event occurred at the end of the procedure, after the catheters were removed from the patient. It was found that a tamponade (pericardial effusion) occurred and 800ml of blood were then drained from the pericardium after pericardiocentesis. Following the tamponade, blood pressure dropped, and the patient went into cardiogenic shock and was resuscitated. The patient was transferred to the intensive care unit (ICU) for ¿reanimation¿. Surgery was delayed for 60 minutes due to the reported event. The procedure was not successfully completed. The patient expired a couple of hours after the occurrence of the adverse event. Based on the narrative, there were no complaints of device malfunction. Fragments were not generated. Additional information was received, and it was reported that the adverse event occurred on (B)(6) 2021. It was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure and patient condition related. The patient did not require extended hospitalization. A smartablate generator was used (stockert, smartablate, sn (B)(4)). The force visualization features used were graph, dashboard, vector and visitag. The visitag module was used with stability range 5mm and time 3s. An additional filter was used with the visitag which was respiration adjustment with force over time of 20% over 3g. Color options used prospectively was time. A transseptal puncture was performed with an abbott- brk xs series ref 8015911. Ablation was performed prior to noting CT. There was no evidence of a steam pop. An irrigated catheter was used in the event and the flow setting was: 2ml during mapping; 8ml below 30w; 17ml above 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30588573l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).